Event description:
Protective cover was placed properly on monopolar scissors and inspected prior to use. Scissors were mounted on robot arm, robot signaled instrument was ok and ready to use. While using at one point, the scissors would not close. Instrument was removed from pt and robot was cleaned. After cleaning scissors would not open. Scissors were taken out of service immediately. When the scissors were handed to staff, the wheel on the bottom right hand side did not appear to be working correctly. This is a reposable instrument that has 10 uses and this was the first out of 10.